Event description:
It was reported that the device would not retain a pin. It is unk if there was any pt involvement or any adverse consequences associated with this event. No further information is available from the account.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain the pin.